Manufacturer narrative:
H.6 investigation summary: bd integrated diagnostic systems initiated an investigation into missing barcodes on the hpv control for the bd viper lt and bd cor systems (catalog # 441993, batch # unknown). Bd investigation required complaint trending review since no batch information was provided. There is confirmed complaint trend for missing barcodes on the hpv control for the bd viper lt and bd cor systems for the month of april, however no corrective actions are being taken at this time.

Event description:
It was reported that while using control set for the bd onclarity¿ hpv assay, there was missing label information on one tube. No patient impact reported. The following information was provided by the initial reporter: "according to the customer's report, the barcode and the lot number are not printed on the white minus mtube."

Event description:
It was reported that while using control set for the bd onclarity¿ hpv assay, there was missing label information on one tube. No patient impact reported. The following information was provided by the initial reporter: "according to the customer's report, the barcode and the lot number are not printed on the white minus mtube."

Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4. Device manufacture date: unknown.